Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left bundle branch (lbb) right ventricular (rv) lead exhibited a bipolar lead impedance warning, a unipolar lead impedance warning, noise/oversensing and a polarity switch approximately 3 days post implant. The lbb rv lead was explanted and replaced.  It was reported that the replacement rv lead exhibited high thresholds and noise/oversensing approximately one day post implant. No patient complications have been reported as a result of this event.